Event description:
It was reported that patient received inappropriate shocks. Varying pacing lead impedance and high voltage lead measurements were noted. The lead was later found to be fractured and was explanted. Patient condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 22.2-22.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. A fracture of the inner coil was noted at 23.0cm from the connector pin consistent with fatigue. This fracture is consistent with the field observations of a lead impedance anomaly and inappropriate therapy.